Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation") and experienced vitamin d deficiency ("vit d deficiency"), alopecia ("hair growing again after hysterectomy ") and abdominal distension ("I look preggers on and off"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and vitamin d deficiency outcome was unknown, the alopecia was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, alopecia, endometrial ablation, medical device removal and vitamin d deficiency to be related to essure. The reporter commented: I was happy with the davinci method. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event added: stomach bloated, looks pregnant. New reporter was add. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation") and experienced vitamin d deficiency ("vit d deficiency"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and vitamin d deficiency outcome was unknown. The reporter considered endometrial ablation, medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event vit d deficiency added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"), experienced vitamin d deficiency ("vit d deficiency"), alopecia ("hair growing again after hysterectomy ") and abdominal distension ("I look preggers on and off") and was found to have weight increased ("gain weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometrial ablation, vitamin d deficiency and weight increased outcome was unknown, the alopecia was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, alopecia, endometrial ablation, medical device removal, vitamin d deficiency and weight increased to be related to essure. The reporter commented: I was happy with the davinci method. Went from a size 3 to a 10 in the 1st year. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: new event gain weight was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. On 2-dec-2019: social media received. New reporter's were added. Fu1 &2 process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy') and endometrial ablation ('ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and endometrial ablation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation") and experienced vitamin d deficiency ("vit d deficiency") and alopecia ("hair growing again "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and vitamin d deficiency outcome was unknown and the alopecia was resolving. The reporter considered alopecia, endometrial ablation, medical device removal and vitamin d deficiency to be related to essure. The reporter commented: I was happy with the davinci method. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and endometrial ablation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- event was added- hair growing again. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.